Event description:
It was reported that the ventricular lead had decreased and low impedance, no capture and no pacing. The ventricular lead was capped and replaced. It was reported that the atrial lead had previously had sensing issues which required reprogramming. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.